Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with approximately 280 units of insulin. At the time of the reported event, the insulin gauge displayed 36 units instead of the intended 73 units. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Blood glucose level was 84 mg/dl.